Event description:
During the procedure when the physician was pulling the gdc 18-3d 3d-shape synerg detection circuit out of the introducer sheath, the detachment zone broke. The main coil remained inside the introducer sheath. No injury and/or complication occurred with the pt during this event.